Event description:
Boston scientific received information that during a normal follow up, upon interrogation the local sales representative noted that a lead safety switch (lss) message displayed and the atrial lead switched to the unipolar configuration. The daily measurements (dm) show that the week of (B)(6) the impedances were 1,016 ohms with lots of atrial tachy response (atr) that look like noise and likely muscle stimulation. Another week was 700 ohms, prior to that the impedances were 500 ohms and are now at 380-410 ohms. No patient symptoms were reported. Additional information was received from the local sales representative stating that the switch to unipolar sensing caused the oversensing of noise. Noise was able to be recreated with isometrics during a follow up visit. The noise stopped during testing when the lead was set up to pace unipolar and sense bipolar. No adverse patient effects.

Manufacturer narrative:
Boston scientific technical services (ts) discussed that lead testing should be performed. The local sales representative will do the testing and discuss options with the physician. At this time the lead remains in service. Should additional information be received, this investigation will be updated.